Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio removed the device's therapy pcb assembly and scrapped the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative contacted physio-control to report that there was an error code logged in the memory of a loaner device. The error code that was logged is indicative of a potential failure of the device to function in AED mode. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a partially shorted capacitor, designator c160.

Event description:
A physio-control service representative contacted physio-control to report that there was an error code logged in the memory of a loaner device. The error code that was logged is indicative of a potential failure of the device to function in AED mode. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.